Event description:
The operator was setting up the room before the morning casses. The operator was elevating table. When she released the hand switch, table continued to elevate and x-ray tube head was driven into overhead surgical light. There was no pt involvement in this incident. There was no injury to hosp staff. The hand control was returned to the MFR. It was evaluated & tested by engineering and problem could not be duplicated. The hand control was disassembled and examined under a microscope for signs of fluid ingress, none were found.